Manufacturer narrative:
D10 concomitants: 4585062 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 5325517 300-10-15 - equinoxe replicator plate 1.5mm o/s. 5744018 300-20-02 - equinox square torque define screw drive kit. 3898507 310-01-38 - equinoxe, humeral head short, 38mm (alpha). 4182725 314-13-02 - equinoxe cage glenoid small, alpha. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 6 years post initial operation. The reason for the revision was pain. The patient was revised to exactech devices. Patient was last known to be in stable condition following the event.